Event description:
Additional information regarding the users reprocessing method was received where: the customer performs pre-cleaning ;the user completed the reprocessing according to the oer instruction manual; the user replaces the 0.2 micron water filter every month; the user performed water line disinfectant after replaced the water filter; the user tested the disinfectant by using test strips, the disinfectant was normal and didn't expire; the user cleans the mesh filter and drain port filter every day , and they often clean the tub level sensor and float sensor; the user dries the reprocessor and closes the lid before they get off work; the subject device was installed in the cleaning room; the subject device was not stored for a long period.

Manufacturer narrative:
Correction to h3, h3 was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on additional information received from the customer regarding the event (please see b5 and b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and there were no deviations or deficiencies in reprocessing reported. The date the reprocessor was last used was unknown. The reprocessor was not used after being sampled or failing the culture test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor failed a culture test. Before disinfecting the line, the customer replaced all filters and conducted a test of the liquid chemical germicide (lcg) that was deemed acceptable for use. After disinfecting the line, the customer replaced the lcg with a new one and proceeded to conduct reprocessing and rinse to obtain the water sample. There was no reported patient harm or impact due to this event.